Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post atrial replacement surgery the device indicated that it had reached elective replacement indicator but the battery voltage was appropriate with remaining capacity of >95%. The alert was suspected to be falsely triggered by use of cautery during the surgery. Device was reprogrammed successfully and normal function was restored.